Event description:
It was reported that the patient was experiencing dizziness. Upon investigation it was noted the right ventricular (rv) lead had dis lodged. The rv lead was reprogrammed and revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.